Event description:
A review of the programming data was performed. The results of the review did not indicate that there was premature depletion of the device however, product evaluation and analysis is needed for confirmation of the premature battery depletion.

Event description:
The explanted generator was received on 08/31/2017 by the manufacturer. Analysis was completed which confirmed the device issue. During analysis it was noted that the pcba had contaminates on the trimmed edge. This device failure contributed to the battery depletion caused by alternate pathways for the current to flow.

Event description:
It was reported via clinic notes that the patient was being referred for replacement due to the patient's generator being at ifi - yes. It was later reported that at this time, the physician stated the battery had depleted prematurely. The patient's device was replaced due to low battery. The device has not been received by the manufacturer to date. A review of the device manufacturing records shows that the device passed all functional tests prior to distribution. It was also noted that the device was laser routed during the manufacturing process which makes the device susceptible to premature battery depletion however none has been confirmed.